Manufacturer narrative:
The device and defib pads used during the event were returned to zoll medical corporation for evaluation. The device was put through extensive testing including shock testing, impedance testing, and bench handling without duplicating the customer's report. A review of the device activity log shows a large difference between the measured impedances which is evidence of poor coupling between the patient and the electrodes being used. Additionally, a visual inspection of the returned defib pads showed a large amount of clipped hair, indicating the patient may have been prepped but residual clippings were not cleared from the patient. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Zoll recommends that patients are cleaned and hair is clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. The IFU warns that "excessive hair can inhibit good coupling which can lead to the possibility of arcing and skin burns. Poor adherence and/or air under the electrodes can lead to the possibility of arcing and skin burns." The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), after removing the electrode pads, burns were found on the patient's skin and a spark was seen from the electrode pads. Complainant indicated that the patient subsequently sustained a burn. The customer was unable to provide information on the degree of the burn.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.